Event description:
Customer reports that meter read lo and 21 mg/dl on display before dosing the strip while using the compact plus system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and replacement was sent.